Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the unit stopped displaying values. No parts was replaced nor has been returned to manufacturer for technical investigation. The cause of the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator stopped displaying values during patient care. The received logs show insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).